Event description:
It was reported that patient underwent a gastroduodenal pancreatectomy in 2003. Post operative, it was noted that the reservoir was torn. Patient was taken back to the operating room for evacuation of accumulated fluid.